Manufacturer narrative:
Continued e.1. Facility name: plastic surgery center of east tennessee. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported capsular contracture baker grade unknown on an unknown side. Device remains implanted.